Manufacturer narrative:
The returned defibrillator was tested using a known good patient cable and proper operation for patient treatment was verified. This testing verified the unit's impedance sensing circuit and ability to treat a rhythm. The r2 patient cable and r2 electrode pads used at the scene were not returned for evaluation. The customer was using r2 pads adult lots #s33417 & 34917 that are involved in the ongoing r2 electrode recall. Laerdal customers were notified of the problem of r2 electrode gel depolymerization by a product alert letter dated 10/16/1998 that explained the problem, the electrode models and lots involved, and what the customer should do if they had any of the affected r2 electrodes. The customer was sent a letter explaining our evaluation, suggesting the r2 electrodes used as a possible cause for their complaint. A distributor notification report was faxed to the r2 electrode manufacturer (ballard/cardiotronics.)

Event description:
During an accident in 1999 involving a male patient, this defibrillator delivered a shock with arcing seen at the pads. A "check electrodes" message was given and the customer was unable to shock again. A 2nd set of pads was applied, but the defibrillator would ot operate and again the "check electrodes" message was given. Medics shocked the patient en-route to a hospital using their defibrillator and the original pads that remained on the patient and again arcing was present with confirmed positive contact to the patient. Patient outcome is unknown. Back at the station, the defibrillator was checked using a test unit and it showed "check electrodes" on the screen and would not shock. The unit was shut off and the connections were wiggled. The unit then was tested and if operated properly from that point on.